Event description:
The patient reported feeling itching and having two blisters on the back of the neck. Patient treats for four hours a day. No additional information had been provided.

Manufacturer narrative:
The power supply was not returned. As received the device was able to power on and charge and pass post. Device completed 4 hours of treatment of heating test. No damage noted to the system. System operates as designed. A review of the DHR was performed - all (B)(4) units from the work order passed final inspection. Orthofix coninues to monitor reported incident under trend analysis.

Manufacturer narrative:
The device has not returned for investigation but has been requested to be returned. A review of the DHR was performed - all (B)(4) units from the work order passed final inspection. Should the device return for investigation, failure analysis will be performed at that time.

Event description:
The patient reported feeling itching and having two blisters on the back of the neck. Patient treats for four hours a day. No additional information had been provided.